Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed that the rear panel was pushed inward. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the treatment test. During the simulated treatment, a patient line is block warning occurred, as expected, when intentionally restricting the patient line during a fill phase. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found fluid in the hp2 filter of the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the disinfection form (p/n 507957) marked "fluid present on pump" by return goods 02/06/2021. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from cassette area a few nights prior to calling into technical support. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event. The patient stated that the fluid leak occurred on 09/11/2021. There were no alarms received throughout the patient¿s pd treatment. Upon checking the cassette door after the patient completed their treatment there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from cassette area a few nights prior to calling into technical support. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event. The patient stated that the fluid leak occurred on (B)(6) 2021. There were no alarms received throughout the patient¿s pd treatment. Upon checking the cassette door after the patient completed their treatment there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.